Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. An opened phaco tip was returned for evaluation for the report of tip was stuck in the metal sleeve. A review of the device history records traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. A photo attached to the parent complaint was reviewed by the investigation site. The photo shows a phaco tip broken at the distal end of the cannula. The phaco tip was visually inspected and deemed nonconforming. The phaco was broken at the ab hole, very jagged, even wall thickness. Wear on threads. The complaint evaluation confirms the phaco tip is broken. How and when the phaco tip became broken cannot be determined from this evaluation. The phaco tip visual inspection does not show any manufacturing issue that would cause the broken phaco tip. No specific action with regard to this complaint was taken because the root cause for the complaint issue cannot be determined from this evaluation. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during phacoemulsification phase the surgeon noted phaco was not effective. He visually inspected the tip and found that the metal tip was broken and pushed back into the sleeve. The handpiece and tip replaced and procedure completed with no patient harm. The surgeon ensured that no metal fragments remained in the eye.